Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to misuse/mishandling during use.

Event description:
On 9/06/2022 it was reported by a sales representative via sems that an ar-8973-01 outrigger targeting guide is having issues. The nail would not screw onto the jig due to the two pegs being missing. This was noticed it in the case before it went inside the patient. No patient affect.